Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A33562) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, tietze's syndrome, sinus tarsi syndrome, tibialis tendinitis, hidradenitis suppurativa, anemia and carpal tunnel syndrome. Concomitant products included azelastine hydrochloride, butalbital;paracetamol (butalbital and acetaminophen), ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, ibuprofen (motrin children), losartan potassium (cozaar), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), ondansetron hydrochloride, rizatriptan benzoate (maxalt) and telmisartan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("abdominal pain lower"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with surgery (supracervical hysterectomy, right ovary and bilateral fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, fatigue, migraine, dyspareunia, abdominal pain lower, pain in extremity and back pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: transvaginal ultrasound; on (B)(6) 2014: transvaginal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: a33562) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, tietze's syndrome, sinus tarsi syndrome, posterior tibial artery perforation, hidradenitis suppurativa, anemia and carpal tunnel syndrome. Concomitant products included azelastine hydrochloride, butalbital; paracetamol (butalbital and acetaminophen), ethinylestradiol; norethisterone acetate (loestrin), ferrous sulfate, ibuprofen (motrin children), losartan potassium (cozaar), medroxyprogesterone acetate (depo provera), minerals nos; vitamins nos (prenatal vitamins), ondansetron hydrochloride, rizatriptan benzoate (maxalt) and telmisartan. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("abdominal pain lower"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with surgery (supracervical hysterectomy, right ovary and bilateral fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, fatigue, migraine, dyspareunia, abdominal pain lower, pain in extremity and back pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: transvaginal ultrasound; on (B)(6) 2014: transvaginal ultrasound. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received, reporers information added, aka added, product indication added, lot number added. Event added- abnormal bleeding (vaginal, menorrhagia), migraines, dysmenorrhea, dyspareunia, fatigue, abdominal pain lower, leg pain. Events onset date and outcome added, concomitant drug and patients medical history added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding/bleeding') in an adult female patient who had essure (batch no. A33562) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, tietze's syndrome, sinus tarsi syndrome, tibialis tendinitis, hidradenitis suppurativa, anemia, carpal tunnel syndrome, pregnancy, hypertension, vaginal discharge abnormality, delivery (delivered baby on (B)(6)2012), gravida ii, ovarian cyst ruptured, adenomyosis, leiomyoma nos, chronic cervicitis, abdominal pain, irregular menstrual cycle and bleeding breakthrough. Previously administered products included for an unreported indication: ocp's. Concomitant products included azelastine hydrochloride, butalbital;paracetamol (butalbital and acetaminophen), ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, ibuprofen (motrin children), losartan potassium (cozaar), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), ondansetron hydrochloride, rizatriptan benzoate (maxalt) and telmisartan. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/pass clots"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("abdominal pain lower"), pain in extremity ("leg pain"), back pain ("lower back pain"), skin mass ("lump like that right near my naval") and suture rupture ("I ahd torn my stitches inside"). The patient was treated with surgery (lavh, bilateral salpingectomy with a right oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression, anxiety, fatigue, migraine, dyspareunia, abdominal pain lower, pain in extremity, back pain, skin mass and suture rupture outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, skin mass, suture rupture and vaginal haemorrhage to be related to essure. The reporter commented: left ostium: 2 coils patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: transvaginal ultrasound, successful bilateral fallopian tube occlusion with essure devices in apparent appropriate position.; on (B)(6)2014: transvaginal ultrasound. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain, menorrhagia, back pain, headache and following event was reported via social media- skin mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: event added- lump abdomen under skin. Fu 4/5/6/7 processed together. On 2-oct-2019: no new significant information were received. On 2-oct-2019: no new significant information were received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.